Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer was hospitalized for diabetic ketoacidosis recently. The customer was pregnant at the time of hospitalization. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.